Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2025 and suture was used. During the procedure, at 14:30, the patient was admitted to the hospital due to a 5cm accidental scratch on the right heel. The doctor provided debridement and suturing treatment. After suturing, when the suture was knotted, the suture suddenly broke, causing the patient pain when suturing again. The tension during knotting decreased compared to usual, and the wound had already been sutured. No adverse patient consequences were reported. Additional information was requested.